Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with deep vein thrombosis while pregnant underwent vena cava filter placement. Approximately 10 months post filter placement, the presented for retrieval of the filter. The right internal jugular vein was accessed and an inferior venacavagram demonstrated a widely patent inferior vena cava (ivc) with no significant clot present. The hook of the filter was adherent to the anterior wall of the cava. Additionally, multiple legs protruded through the caval wall. Multiple attempts to retrieve the filter using a snare, wire, catheter and forceps were unsuccessful. One of the legs were caught within the wire and flipped superiorly. Finally, balloon angioplasty was performed with an 8 x 4 balloon and with the balloon inflated, endobronchial forceps grasped the apex of the filter and the filter was withdrawn into the sheath. The patient became tachycardic and hypotensive. An inferior venacavagram demonstrated rupture of the ivc with extravasation and probable dissection flap preventing flow into the hepatic segment of the ivc. Angioplasty of the ivc was performed with a 26 mm balloon to restore patency. Completion venacavagram demonstrated restoration of flow and cessation of extravasation. The patient¿s blood pressure normalized. The patient would be hospitalized overnight for monitoring for further signs of internal bleeding. The following day, an inferior venacavagram was performed demonstrating straight line brisk flow through the ivc and no extravasation. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The filter was captured and retrieved successfully. The status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten months of post deployment, inferior vena cava filter removal was performed which showed through the right internal jugular vein approach, a 10-french sheath was advanced into the inferior vena cava. Through the sheath, inferior vena cavogram was obtained. A snare was then advanced through the sheath and multiple attempts made to snare the hook of the filter. However, these attempts were unsuccessful. Therefore, through the sheath, repeat inferior venacavogram was performed and bilateral oblique and lateral projections. Next, additional attempts were made to snare the hook of the filter without success. Endobronchial forceps were used to grasp the hook and release it from the caval wall. Additional attempts were made with the snare unsuccessfully. Next, through the sheath, a wire and omniflush catheter were passed between the apex of the filter in the caval wall. Through the sheath, a snare was advanced and used to snare the distal aspect of the wire. Both ends of the wire were then collected and pulled in an attempt to free the hook from the wall. However, one of the legs was caught within the wire and flipped superiorly. Additional attempts were made to snare the hook of the filter without success. Finally, wire was passed between the apex of the filter in the anterior caval wall. Over-the-wire, balloon angioplasty was performed with an 8 x 4 dorado. With the balloon inflated, endobronchial forceps were passed along adjacent to the wire through the sheath. The forceps were used to grasp the apex of the filter. The sheath was advanced partially over the filter and the filter was withdrawn into the sheath. On anteroposterior view, the hook was identified adherent to the anterior wall of the cava. Additionally, multiple legs protrude through the caval wall. Ultimately successfully removed with endobronchial forceps. After removal, patient become hypotensive secondary to inferior vena cava dissection/occlusion. Rapid response was called. After multiple rounds of angioplasty, patency was restored, and blood pressure improved. Patient ultimately received two units of blood given empirically. Post retrieval venacavogram demonstrates complications of rupture of the inferior vena cava with extravasation. Patient systolic pressure dropped to the 40s and patient became tachycardic. With restoration of flow through the inferior vena cava, patient's blood pressure normalized. Therefore, the investigation is confirmed for the perforation of the inferior vena (ivc), material deformation, and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. H10: (expiry date: 11/2016). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava. The filter was captured and retrieved successfully. The status of the patient was not provided.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical records review: the patient with deep vein thrombosis while pregnant underwent vena cava filter placement. Approximately 10 months post filter placement, the presented for retrieval of the filter. The right internal jugular vein was accessed and an inferior venacavagram demonstrated a widely patent inferior vena cava (ivc) with no significant clot present. The hook of the filter was adherent to the anterior wall of the cava. Additionally, multiple legs protruded through the caval wall. Multiple attempts to retrieve the filter using a snare, wire, catheter and forceps were unsuccessful. One of the legs were caught within the wire and flipped superiorly. Finally, balloon angioplasty was performed with an 8 x 4 balloon and with the balloon inflated, endobronchial forceps grasped the apex of the filter and the filter was withdrawn into the sheath. The patient became tachycardic and hypotensive. An inferior venacavagram demonstrated rupture of the ivc with extravasation and probable dissection flap preventing flow into the hepatic segment of the ivc. Angioplasty of the ivc was performed with a 26 mm balloon to restore patency. Completion venacavagram demonstrated restoration of flow and cessation of extravasation. The patient¿s blood pressure normalized. The patient would be hospitalized overnight for monitoring for further signs of internal bleeding. The following day, an inferior venacavagram was performed demonstrating straight line brisk flow through the ivc and no extravasation. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and review. Approximately ten months post filter deployment, during a scheduled filter retrieval, an inferior venacavagram demonstrated the hook of the filter to be adherent to the wall of the cava. Additionally, multiple limbs were seen to be protruding through the cava wall. Multiple attempts were made to snare the hook of the filter, however, the hook could not be snared. Other attempts were made using additional device. During attempts one leg of the filter rotated superiorly. The filter was eventually successfully removed. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, perforation of the ivc wall, difficulties removing the filter, and material deformation. Per the reported event details, the filter was deployed into a pregnant patient. Therefore, it is possible activities during childbirth contributed to the reported event. Per the instructions for use (IFU), "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter," and that "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Additionally, the tilting of the filter had contributed to the retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. The safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The filter was captured and retrieved successfully. The status of the patient was not provided.